Event description:
It was reported the pump was originally implanted into the left buttock. The patient sought medical attention because the pump placement was being uncomfortable. The patient experienced pain in the device pocket. The pump was moved to the abdomen and in order to do so, a catheter revision was necessary. There was no alleged product issue. No diagnostic testing or troubleshooting was performed or required. The system was being used to deliver fentanyl. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported the pump was not moving in the pocket nor was it placed ¿inadequately.¿ due to the patient¿s body habitus, it was uncomfortable where it was placed in the buttock. The patient was very thin and it was bothersome when she sat down. The patient was doing well. The catheter was patent. The existing pump was replaced, interrogated and was functioning properly at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).